Event description:
It was reported that the burr made a screeching sound, was catching and shedding metal. The handpiece became hot and stopped working. The same occurred with the second and third burrs from the box (same batch). A device of a new batch was tried and worked fine. All of the fine metal shavings were removed from the patient with suction.

Manufacturer narrative:
One 72203127 disposable high visibility 5.5mm 180mm long abrader burr returned. This blade is used. The sluff chamber area is damaged and beginning to melt. Per the IFU: ¿periodic irrigation of the blade is recommended to provide adequate cooling of the blade and to prevent accumulation of excised materials in the surgical site. Ensure that suction of 128 mmhg minimum is flowing while the instrument is running.¿ and it also states: ¿irreversible damage to blades or burrs will result if they are run without the flow of irrigation (dry).¿ this device was manufactured in mexico. We have ceased manufacturing at the mexico location. No further investigation is warranted at this time.